Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the communicator was fried and burned. There was reported power outage. The patient stated that the electrician suggested to replace the communicator. The communicator was on longer in service. No adverse patient effects were reported.